Event description:
It was reported that during the implant of this lead abnormal pace impedance measurements were exhibited. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this lead abnormal pace impedance measurements were exhibited. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should the lead be returned analysis will be completed and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this lead abnormal pace impedance measurements were exhibited. The lead was not used and was expected to be returned. No adverse patient effects were reported.